Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 194 mg/dl. The customer reported a cartridge would be reloaded onto the pump to resume insulin delivery, and declined any further follow up on the reported issue.